Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Downloaded receiver log and there was findings related to complaint in receiver download: egv log and diagnostic chart show loss of connection occurred within the relevant dates of this investigation. Functional test station (B)(4): passed all relevant tests. The receiver failed a pairing test with a known good transmitter, it would not connect. The customer's complaint was confirmed via receiver log. The root cause could not be determined.